Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. Subsequently, it was reported that the cartridge did not fit onto the pump. A cartridge change was performed resolving the issues. There was no adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.